Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had received motor error and rewind anomaly. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. The customer reported that the motor error during bolus. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.